Event description:
Observation atrial lead warning, atrial lead unipolar pacing impedance is 291 ohms, 291 ohms unipolar lead impedance lead monitor activated. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).